Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient had an eri message on their device. The patient also alleged a dissatisfaction with the longevity of the ins. They said it had only been since 2015. There were no symptoms reported. There were no further complications reported.